Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. Analysis of the log file provided by the account confirmed transient elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the device and the reported pulmonary hypertension could not be determined. Analysis of the submitted log file revealed no atypical alarms and the pump operated above the low speed limit for the duration of the file. The file appeared to show the system operating as intended. The heartmate ii lvas IFU lists infection and pulmonary hypertension as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on augmentin and dicloxacillin for unknown reasons.